Event description:
The handpiece overheated during a crown preparation procedure and the patient received a burn to their lower lip. The patient is reported to have healed normally without need for additional medical treatment.